Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's CPR feedback was not functioning. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and CPR testing with a set of known good pads without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed the occurrence of the reported problem. However, it does not necessarily indicate a device malfunction. The log showed the device reads ECG, impedance, and CPR waveforms except for the CPR bar. This suggests it may be pads related, however, the pads were not returned for testing. The investigation concluded that the device is working as expected. No trend is associated with reports of this type.